Event description:
Received a report from a peritoneal dialysis patient that they were unable to connect to the first connector on the dialysis tubing set. There was not report of patient injury. A sample is available for an evaluation.